Manufacturer narrative:
The insulin pump was received with unresponsive act and down button due to flattened dome. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act and the up and down arrow buttons were not responding. Customer's blood glucose was 200 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.